Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation was patient/consumer.

Event description:
There was an allegation of a questionable result from coaguchek inrange meter serial number (B)(4). The laboratory result using hémosil reombiplastin 2g reagent was 5.10 inr and the meter result was 3.8 inr. The tests were taken less than 3 hours apart. The therapeutic range was 2.0-3.0 inr.